Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with a cervical scs system on (B)(6) 2009. She later rec'd a thoracic scs system on (B)(6) 2010. It was reported that during the procedure to remove the patient's thoracic scs system (reference MFR report #s 1627487-2011-00377, 1627487-2011-00378 and 1627487-2011-00379), the physician relocated the ipg pocket for the patient's cervical system due to allegations of discomfort.